Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a type b uncomplicated dissection and was implanted with a gore® tag® thoracic endoprosthesis in zone 3 of the descending thoracic aorta. The lesion was reported to measure 56mm in diameter. On (B)(6) 2014 the patient underwent reintervention for a distal type ii endoleak and a chimney procedure was performed.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Manufacturer narrative:
Further investigation of this event determined that this event is not reportable. The medwatch and follow up medwatch submitted under #2017233-2014-00415 is hereby retracted.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the instructions for use for the gore® tag® thoracic endoprosthesis, the gore® tag® thoracic endoprosthesis may be used as a single device, or in multiple device combinations to accommodate the intended treatment site. The length of the patient¿s lesion, plus a minimum or 4.0 cm for the non-aneurysmal necks, should be used when calculating the required endoprosthesis length.

Event description:
It was reported that no post deployment ballooning of the tag device was performed. The procedure was concluded with no filling of the false lumen reported proximally; but with retrograde filling of the false lumen from the distal and uncovered portion of the thoracic aorta. The patient tolerated the procedure. The physician attributes the endoleak solely to insufficient coverage of the dissection by the one device, and does not alleged any deficiency as to the tag device.